Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) had remotely guided the customer and followed the instructions and confirmed that the machine was now working. The customer notes that the issue may have been caused by a possible short circuit within the unit. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure. The issue initially occurred with drawer failure; however, it later progressed and affected all drawers. Message notified as contact maintenance post recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.